Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer reported that she changed the infusion set but used the same reservoir and received another no delivery alarm. Blood glucose level at the time of the incident was 289 mg/dl. The customer declined to return the set for analysis. The insulin pump was not replaced or returned for analysis.